Manufacturer narrative:
D9: date returned to mfg on 4/1/2024. Received one used list #14687-15 primary plum set. The cassette was observed to be slightly bent with and had unknown solution residuals. The set was attached to an ICU medical provided IV bag and primed per packaging directions, and a test infusion of 10 ml at 400 ml/hr was performed. The set had a cassette test failure alarm during testing and further infusion was unable to be performed. The set was also leak tested per specification and a leak was observed from the edge of the cassette. During leak testing the filter vent assembly popped off. The probable cause of the separation is unknown. Additionally, the cassette underwent stack height measurements of which three corners failed. The complaint of leakage on tube can be confirmed. The probable cause of this event is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone has an extension number of (B)(6). The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where a leakage was reported. The leakage was noted around the cassette or on tubing close to cassette. The exact position was unknown. The event was noted during infusion, and the drug name was unknown. There was no unprotected drug exposure. No other physical damage was noted to the product. The set was replaced, and therapy resumed. There was patient involvement, but no one was harmed in the event. This is the second of two events.